Manufacturer narrative:
The returned device was evaluated and a tear was observed on the exposed portion of the soft cannula and fluid was seen exiting the tear. The cause and timing of the tear could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a ptient was wearing a pod for longer than 48 hours their blood glucose level rose to 400 mg/dl. As treatment, the patient delivered some boluses and applied a new pod.